Manufacturer narrative:
Date of initial report: 9/21/2007. This product was returned for a cosmetic defect. However, when the sample was evaluated, it was found to have no electrical continuity due to a stress fracture in the foil at the tab end of the electrode. A stress fracture at the tab end of the electrode with resultant non electrical continuity has the potential to cause a pt burn. A failure analysis into the occurrence of stress fractures found that they could be induced by manipulation of the tab during assembly, application to the pt and removal from the pt. Additionally, a device that has been reused and subjected to multiple manipulations has a much greater chance of incurring a stress fracture. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for valleylab dgphp dispersive electrode continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as sited in current medical literature. Continuous improvement efforts are on-going to ensure that customer are properly trained on the proper use of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises. Additionally, in march 2007 manufacturing improvements were implemented to reduce the possibility of stress fractures.

Event description:
The initial report stated that while preparing for the procedure, it was noticed that the pt return electrode was stained. Another was used for the procedure. However, during investigation of the stain it was discovered that the foil was cracked across the width of the tab causing a continuity test from the plug connector to the foil to fail.